Manufacturer narrative:
Upon investigation, the technician found the brake steer casters on the device were worn due to age and wear and tear due to regular use. The brake steer casters on the device were installed in 2006 with no record of any replacement or malfunction. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake steer casters are ratcheting while in brake mode. The bed is located in th repair room of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).